Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was running slow and did not have enough power was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device failed cannulation, the cap nut (cannulation failure) was damaged, the motor was worn and vibrated strongly, the transmission shaft was worn and the ecu (electronic control unit) had voltage output even in off mode, all due to normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the battery reamer device was running slow and did not have enough power. According to the reporter, different batteries were tried with no success. During in-house engineering evaluation, it was determined that the device failed cannulation, the cap nut (cannulation failure) was damaged. It was further determined that the motor was worn and vibrated strongly, the transmission shaft was worn and the ecu (electronic control unit) had voltage output even in the off mode. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.